Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during customer inspection, the cs100 intra-aortic balloon pump (iabp) unit's two rear cart casters are broken. There was no patients involved.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6 ,h11. Corrected fields; d4(UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the casters. The unit passed all functional and safety tests. The following was performed by a sr service technician of the maquet failure analysis and testing dept. Wayne, nj ab. The failure analysis and testing department received caster qty2 , with a reported unit failure of two rear cart casters are broken. The fat department performed a visual inspection of the parts received and found that all received casters are broken. Due to the broken casters, it cannot be installed and investigated any further. The failure analysis and testing department verified the failure of the broken casters. Retaining the casters in the fat department per procedure. The potential root cause for this failure is covered under cs100-cs300 hazard analysis. The potential cause of failure is mechanical - device transport failure.

Event description:
N/a.